Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer resolved the issue by changing all the supplies. Customer's blood glucose level was between 351-379 mg/dl.